Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information received: per sales rep, the surgeon was told the cost of the device was much higher than it actually was. Although there was another device on the shelf, he elected to convert to open to avoid the chance of another failure and avoid the cost of the additional device. Additional information requested and received: did the device issue occur on the first or second firing attempt? Before the first. Per the surgeon, the device/battery didn¿t work what anatomical structure was the device being fired on when the issue occurred (meso-appendix, base of appendix)? Meso-appendix. Was it confirmed that battery was properly installed? The surgeon said that it was. When I received the device, the battery was out of it so I can¿t say for sure. Was it confirmed that the device was loaded? Was there any power to the device/any motor sound heard on the attempted firing? No, per the surgeon. Did the device staple or cut? If so, how far? No, see above. What troubleshooting steps were attempted to address the issues with the device? None. The surgeon didn¿t want to open a new device. H. What is surgeon¿s level of experience with the pve35a device? This was his first case using it but I had in serviced him about 45 days prior and had him fire it. Did the surgeon evaluate other options to complete the surgery laparoscopically prior to converting to open? Not to my knowledge. Were there any other clinical reasons to convert to an open procedure besides the issues with the device? If so, please explain. None to my knowledge what is the current patient status? Patient is ok.

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, when the surgeon tried to fire the device nothing happened, it did not work. The surgeon converted the procedure to open to complete the case. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # p56g59. The analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with a cartridge loaded on the device. The cartridge was received unfired. The device was disassembled to reset the bailout system and the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. No functional test was performed due the condition of the device. No conclusion could be reached as to what may have caused the wire to disconnect from the motor terminal, one possible cause is that during transit the wire may have been disconnected, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.